Manufacturer narrative:
An additional evaluation was completed: the screw head was received intact. The screw head have no effect on the locking cap issue. Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date the matrix locking cap construct jammed. Torque limiter optional techniques were tried to loosen the closure caps, but it was unsuccessful. The closure cap could not be moved. This is report 3 of 6 for (B)(4).